Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a starr procedure, there was an incomplete staple line. Sutured by hand. No further info is available. There were no adverse consequences to the pt.